Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. The sterilization record for this lot of sensor was reviewed and the sensor was sterilized as per specifications. Potential for development of infection at the insertion site is a known and anticipated potential adverse effect. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective.the patient visited the clinic for medical attention. The physician removed the sensor and prescribed antibiotics.

Event description:
A patient reportedly developed an infection at the insertion site. The patient had a sensor inserted on (B)(6) 2018, and subsequently developed errythema and purulent secretion at the insertion site. The patient was treated with a course of antibiotic therapy and the physician decided to remove the sensor. Confirmation on the sensor being removed was received on (B)(6) 2018.